Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) displayed intermittent high out of range (oor) shock impedance measurements. A save to disk was sent to boston scientific technical services (bsc ts) for review in order to help the physician better understand the root cause of the oor impedance measurements. The two associated leads implanted in the right ventricle (rv) are competitor products. Subsequently, ts reviewed the save to disk, and discussed that there were a few high oor shock impedance measurements, and one low oor shock impedance measurement. There was noise observed on the shock channel in a couple episodes. Ts noted the device operation appeared to be normal. There were no errors or faults recorded. Ts suggested at next follow-up to perform an x-ray, and shock lead impedance test to help evaluate the lead integrity and the lead insertion/connection.

Event description:
Subsequently, the decision was made to explant and replace the competitor rv lead with a boston scientific lead in the near future.

Event description:
Subsequently, additional information was received that the competitor rv lead was successfully replaced, and there were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that a shock lead impedance test was performed and x-rays were taken. Various configurations were tested, and all measurements were within range. The physician requested information from ts regarding therapy availability when there is intermittent high oor shock impedance measurements, and the reason for noise on the electrogram. Printouts were sent to ts for review. Ts indicated the noisy signals look like artificial signals. According to the noise, the oor shock impedance measurements and associated competitor lead model, the most likely hypothesis would be an intermittent lead conductor fracture. From the x-ray, the lead does not seem to be in the rv apex location. Ts indicated as the integrity of the shocking lead is potentially affected, tachy therapy can't be guaranteed. At this time, the physician is evaluating on how to proceed. If this ICD is explanted, it will not be returned, as the oor shock impedance measurements were due to the associated competitor rv lead.